Event description:
It was reported that a user experienced bluetooth connectivity issues that prevented their dexcom g7 sensor from pairing to the ilet, and the agent guided the user to toggle the settings and restart the ilet, with instruction to allow time for pairing. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included no injury and no medical intervention or hospitalization. User support included remote troubleshooting and user education. Investigation of this case revealed a suspected communication or pairing failure between the ilet and the dexcom g7 sensor, with no evidence of sensor or pump malfunction beyond transient connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related factors leading to temporary bluetooth pairing difficulty.

Manufacturer narrative:
Initial.